Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info is received at a later time this report will be supplemented.

Event description:
The user facility reported that ceramic tip of the sheath came off in the pt. The tip was retrieved using a grasper. No pt injury was reported. Olympus followed up with the user facility via telephone to obtain more detailed info about the reported event but with no results.